Manufacturer narrative:
The device was not returned for the investigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient reported that the livongo blood pressure monitor continuosly read around 150/90, compared to their physical therapists readings of 130/70.